Event description:
Pt had atrial lead perforation by fluoroscopy and was referred to electrophysiology laboratory for lead extracion. The old generator was extracted and the atrial lead was disconnected. An extraction was used to pull out the lead, which was noted to have (2) j perforations. A new lead was placed and tested without problem.